Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The device was returned for evaluation. The returned device was visually inspected for any abnormalities and the following was observed: blue fibers were observed on the cp3 inflow side on the leaflet. Fiber was measured approximately 9mm in length. No other visual abnormalities were observed on tissue, frame, sutures and skirt cloth. Material analysis was performed on the isolated material collected from the returned valve with fourier transform infrared spectroscopy (ftir). The results scan from ftir indicated the blue fiber-like material showed similar absorption characteristics when comparing to cellulose like material. A review of manufacturing process was performed in order to determine if the cellulose particulate could have originated at edwards singapore facility. A listing of all the tooling, fixtures and material used in the manufacturing line of the valve were generated. Of the identified blue items, none of them were composed of cellulose material as identified by the ftir performed on the blue lint found on the valve. Further verification of the sterilization fleece and cleanroom shoe cover is performed by analyzing it through ftir. The ftir result confirmed that both sterilization fleece and cleanroom shoe cover are identified to be polypropylene. The source of the blue cellulose ¿lint¿ like fiber could not be determined from the manufacturing process of the valve. Therefore, it is not confirmed that the blue cellulose material collected during evaluation is originated from the thv manufacturing process for valve assembly at edwards singapore facility. A device history review was performed and no non-conformance or abnormality pertaining to foreign particulate or fiber was observed for affected work orders. A lot history review did not reveal any other complaints related to particulate contamination. A review of complaint history from july 2018 ¿ june 2019 revealed additional returned complaints for the sapien 3 valve with similar reported events. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. A review of complaint history reveals that the occurrence rate did not exceed the june 2019 control limits for this trend category. The user manual and instructions for use (IFU) were reviewed for valve preparation and inspection steps. No IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  A product non-conformance was unable to be confirmed. Given this condition, and that the applicable trending category did not exceed the control limit for june 2019, a product risk assessment (pra) escalation is not required. The reported event could not be confirmed. The blue particulate observed during visual evaluation was tested and the result indicates the particulate is cellulose like material. The source of the blue particulate cannot be confirmed as edwards manufacturing process was reviewed and no potential source can be identified. Since the blue fiber-like particulate was found during device preparation (out of the jar), it is possible that the particulate was originated from field especially if blue cotton towel was used during the procedure. No labeling/IFU deficiencies were identified during evaluation and a review of DHR and manufacturing mitigations also did not reveal any indications that a manufacturing nonconformance as a source of the complaint. There is insufficient information to determine a root cause at this time. As precautionary measures, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility. No manufacturing non-conformance was identified based on the investigation, and in the DHR and lot history review, none of other valves in the same work order has similar issue/defect. Additionally, no labeling, training, or IFU deficiencies were identified, therefore, no preventative or corrective actions are required.

Manufacturer narrative:
The device was returned for evaluation. The investigation is underway.

Event description:
As reported by a field clinical specialist regarding a 26 mm sapien 3 valve, during preparation for use, a blue 'lint looking/suture' in one of the leaflets was observed.  Leaflet was moving successfully but the 'lint' could not be removed from the leaflet; therefore, a second 26 mm sapien 3 valve was opened and implanted successfully. The first 26 mm sapien 3 valve will be returned for evaluation.